Event description:
It was reported that the powered driver all speeds barely work. The issue was observed during weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. Investigation summary service and repair evaluation: the customer reported that the powered driver all speeds barely work. The repair technician reported that contact plate was cracked, vent and wire were discolored, debris on barriers and rust on motor was present, also barriers were damage too. Device runs intermittently at reverse condition. Cosmetic test was failed too. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history product code: 05.000.008 lot number : 008518 release to warehouse date : 19.mar.2024. Expiration date : na. Supplier: na. Manufacturing site: jjmsz plant for stk & n-stk. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.